Manufacturer narrative:
(B)(4). Method: the actual device was not returned and the lot number is unknown. A review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the second of three reports. Refer to 8030647-2016-00188 for the first report. Refer to 8030647-2016-00190 for the third report. It was reported by the sales rep that an incident occurred regarding a broken catheter during suctioning. No additional information was provided.

Manufacturer narrative:
Only one event is now reported to have occurred, the event reported in MFR#: 8030647-2016-00190 is no longer valid. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received, the original quantity of affected devices was reported incorrectly. Only one event, not three occurred. This event has been retracted by the facility. See MFR# 8030647-2016-00188 for follow up on remaining event.